Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
The manufacturer's representative (rep) reported there was poor or no telemetry with recharging, difficulty or inability to charge, and taking a long time to recharge. The consumer would get full coupling but it didn't progress further than 1/4 charge, and an over temperature message was seen. At the current time the consumer was getting eight bars, but the battery level was blinking zero and was currently in the discharged mode. The rep. Also mentioned they were intermittently seeing the heat temperature message even without the consumer laying on the bed and the antenna was damaged. Additional information was received from the patient on (B)(6) 2016 stating that the length of time to charge was still an issue, the unit did not fully charge, and they could not get a charge beyond the half way point. They were getting a "position message", and the unit was shutting down on its own. The issues had not been resolved with the replacement recharge antenna. The indication for use was non-malignant pain.

Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger. Correction: the (B)(4) also applies to the reported information from the initial MDR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-03-13 by the consumer reporting that the implantable neurostimulator (ins) was not charging correctly. This had been ever since the ins was put in on (B)(6) 2015. Now it was not working at all and the patient could not get their stimulator to come on. The patient had tried to use their implantable neurostimulator recharger (insr) a month and a half ago but got the reposition antenna screen. The patient programmer got the poor communication. It was reported that the last successful recharge session was 8-10 weeks before a month and a half ago. The patient did not have a health care professional (hcp). Hcp listings were provided. It was reported that they could get 4 coupling boxes but when they sat down it would drop down to 2 and they had to hold it in place. It was also mentioned that the patient had been in physical therapy but had been out of it for almost a year now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.